Event description:
During preventative maintenance of the autopulse platform (sn (B)(6)) at zoll service depot, the load cell characterization test indicated that load cell #2 was over-reporting. No patient involvement.

Manufacturer narrative:
During preventative maintenance of the autopulse platform (sn (B)(6)) at zoll service depot, the load cell characterization test showed that load cell #2 was over-reporting, likely attributed to the age of the platform. The device's life expectancy is 5 years. The autopulse platform was manufactured in november 2015 and is over 10 years old. Load cell #2 was replaced to address the problem. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported issue, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).